Event description:
It was reported that the system made a loud pop and had grainy images. The system had to be rebooted. This causes the system to be temporarily unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and returned to service.